Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the frame of the device shows fracture damage. According to the sem analysis, the driver has numerous impact marks, internal burnishing wear, & deformations indicated consistent with a heavily used instrument. The handle fractured in 2 places at the distal end with the missing piece not submitted for examination. It is unknown if both fractures occurred simultaneously. The distal end has been sawn off. Some discoloration is seen on the fracture surface suggesting it might possibly be an older fracture the visible artifacts on the fracture surfaces suggest both fractures may have been the result of bending overloads. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, foreign ¿ events occurred in (B)(6).

Event description:
It was reported that the rasp handle would not close properly, and the handle was too loose to hold. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.